Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9731203, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
It was confirmed that the resin head model was missing, and the emitter should be replaced to resolve the issue. However, there was no hardware was replaced as the system was at the end of life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: this event occurred in spain, see e1-e3. H3, h6: the system was serviced in the field by a medtronic representative. The rep was not able to perform registration. The resin head model was missing. Demo lee model registration was not properly performed. Emitter replacement was required to diagnostics purposes. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the resin head file was missing. There was no patient involvement. Additional information was received. It was reported that the resin head (tool) images were not present in the patient list. Due to this issue, the manufacturer representative (rep) was unable to perform the registration procedure during planned maintenance (pm.) It was noted that the rep was waiting for the resin head cd to load the resin head files onto the navigation system. Additional information was received. "Waiting for 'demo lee mr' model to perform registration. Not able to transfer ¿resin head¿ from cd or usb." Additional information was received. It was reported that from one side, the resin head images could not be loaded on the system . This issue has not been resolved. From other side, registration was performed with a demo lee head, but without a successful result. It was noted that the emitter should be replaced.